Event description:
The patient reported they had their axonics device replaced with an mdt interstim device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).